Manufacturer narrative:
External insulation abrasions were found at 40.5-40.9cm, 41.5-41.7cm, and 42.5-43.0cm from the tip electrode, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were found at 9.0-11.5cm from the tip electrode. An internal insulation abrasion was found at 26.0-26.5vm from the tip electrode under the svc shock coil. The etfe coating was intact at all abrasion locations.

Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.